Manufacturer narrative:
A beckman coulter (bec) field service engineer was not dispatched. A bec customer technical specialist (cts) assisted the customer over the telephone. The customer secured the tubing to resolve the issue. (B)(4).

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated "cuvette not dry" errors and found the reagent probe b was leaking. The customer also reported the reagent probe tubing fitting was loose. There was no report of injury; no erroneous patient results were generated associated with this event. The leak was contained within the instrument. The operator wore ppe including gloves, lab coat, and eye glasses.